Manufacturer narrative:
Common name & product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. No code available ((B)(4)) for surgical intervention. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
A medsun report was received which disclosed while trying to dilate a vessel in the patient's leg, the cxi support cath (ref (B)(4)) broke inside the patient's anatomy (approximately a 3-4 inch piece). The complaint device was able to be retrieved.initial reporter contact information and lot number were not provided. The product number provided cannot be found in the manufacture's database. Additional information regarding the procedure details, patient information including outcome of the procedure and imaging has not been provided.although the report suggests the complaint device is available for return to the manufacturer for investigation, contact information has not been provided by the complainant; therefore, follow up is not possible. Should additional information be received, this report will be updated accordingly.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation: evaluation: a review of the complaint history, documentation, drawing, instructions for use, manufactures instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Additionally, an IFU is provided with the device, which states ¿the catheter should not be advanced through an area of resistance unless the source of resistance is identified by fluoroscopy and appropriate steps are taken to reduce or remove the obstruction." Furthermore, a review of the manufactures instructions and quality control revealed no gaps in processes. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.